Event description:
On 9/22/99, the baxter fenwal division was notified by the customer of 6 incidents of leukoreduction platlet filters with poor flow. Customer believes this is not a usage problem since they have been filtering for many years. Per customer, the filters were allegedly clogging at the beginning of the filtration process.